Event description:
The customer reported that the screen went black. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed and on site investigation. The power supply and backplane were replaced during the service call. The system was tested, found to be working as intended and put back into service.